Event description:
Procedure: splenectomy. According to the reporter: at the first firing after clamping on tissue with closing the jaw, the jaw could not be opened again. Even by pressing the green button, the handle could not be squeezed. The procedure the converted into open surgery. It is currently unknown how to release the device from tissue. There was no problem in thickness of tissue to be grasped by the jaw. Operating time was extending by more than 30 minutes. The customer did not know if reinforcement material was used. The liver and fat tissues that surrounded the device made the surgeon impossible to confirm the conditions if the jaw was opened or not. Also considering a risk that the jaw grasped the tissue including the vessels at that time, he determined to convert the procedure to open surgery. Then he found the jaw was opened and confirmed no problem to release the devic from the tissue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)